Event description:
A catheter kink was questioned. Re-insertion was attempted. The pump and catheter were removed. The pump was returned for disposal only. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.